Manufacturer narrative:
Follow-up received on 25-oct-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. Due to that, plaintiff was submitted to an ablation procedure. Heavy bleeding (seen as genital haemorrhage) ais listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the plausible temporal relationship and the lack of alternative explanation, heavy bleeding is considered related to essure. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2012. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive hair loss, excessive rashes, excessive migraine headaches, pain during intercourse, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve them. On or around (B)(6) 2013, she underwent an ablation procedure in an effort to treat her heavy bleeding. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. Due to that, plaintiff was submitted to an ablation procedure. Heavy bleeding (seen as genital haemorrhage) ais listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the plausible temporal relationship and the lack of alternative explanation, heavy bleeding is considered related to essure. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.